Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a tracheal tube leaked. The customer reported "that the disposal is lose, which causes a leak during ventilation; and a risk of hypoventilation and inhalation. The valve is of poor quality". No adverse health outcomes occurred.